Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was returned for evaluation. The foreign matter was determined to be epoxy resin used to fix the cannula to the hub. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: root cause was epoxy resin dried onto the cannula.

Event description:
It was reported that bd vacutainer® precisionglide¿ multi-sample needle had foreign matter on the cannula. No serious injury, no medical intervention.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2016.